Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege following the implantation, patient suffered complications, underwent arthrotomies, incisions and drainage, and ultimately, patient underwent explantation. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (left side). Patient is a resident of (B)(6). Update: (B)(6) 2013 - ppd received. Part/lot has been updated. There is no new information that would change the outcome of the investigation.